Event description:
Caller reported back-to-back blood glucose results on 2 advantage systems being used by a professional (ems): advantage system 1 = "200's" mg/dl, and advantage system 2 = 17 mg/dl. The reporter stated the pt had obvious symptoms of hypoglycemia. The patient was treated with d50 based on the 17 mg/dl result, after which his symptoms were reported to have improved. A request was made for the return of the suspect devices and replacement was sent.

Manufacturer narrative:
This medwatch is being submitted for advantage system 1. Reference medwatch is for suspect device in advantage system 2.